Event description:
Attorney reported: in 2003 - the patient underwent a ventral hernia repair procedure with implant of a composix ex mesh patch. In 2004---mesh explanted and replaced with a composix ex mesh patch. Two days later--the patient underwent an exploratory abdominal surgery to repair an incarcerated recurrent ventral hernia. In late 2004--the patient reports the onset of pain in the right upper abdomen. The patient underwent surgery to repair an incarcerated hernia with implant of a composix kugel mesh patch. In early 2005--the patient underwent surgery with explant of mesh patch (inferred to be both patches), release of major adhesions of the intestine and the wound closed with composix mesh. Six months later--the patient underwent recurrent ventral hernial repair surgery with lysis of adhesions and placement of dexon mesh. Approx a month later--the patient underwent exploratory laparotomy with lysis of adhesions, repair of (self inflicted) laceration of the small bowel, repair of laceration to wrist and repair of adhesions found to the omentum and small bowel. The following month--the patient underwent recurrent ventral hernia repair surgery with implant of composix kugel mesh patch, adhesiolysis and excision of old scar and reconstruction. The patient is now on disability.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a followup report when/if product is returned for evaluation or additional information becomes available. Refer to MDR 1213643-2008-00508 for composix ex mesh implanted in 2003. Refer to MDR 1213643-2008-00509 for composix ex mesh implanted in 2004. Information related to the composix kugel mesh implanted on five months later, will be reported in accordance with rae. Refer to MDR 1213643-2008-00510 for composix mesh implanted in early 2005. Information related to the composix kugel mesh implanted approx nine months later, will be reported.